Event description:
It was reported that the patient presented to the emergency room due to a high defibrillation impedance alert on the right ventricular (rv) lead. Programming changes were performed. The patient was in stable condition and will further be monitored.